Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the device did not reproduce a false air in line. A review of the event history log revealed 'false air in line error' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor reading. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. The reported event occurred during programming or set up in the behavioral health. There was no patient involvement. No additional information is available.